Event description:
Multiple attempts were made to access left carotid artery with micropuncture kit. Difficulty with engaging ica with 0.014" guidewire. Ica was engaged with a new wire. Physician performed pre-dilatation with balloon before placing stent. Large dissection was noticed after run post-stent deployment. Conversion to cea, stent was explanted. Patient woke up after cea, was neurologically intact and went home the next day.